Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA imdrf health impact of f1905 was not submitted. It should have been submitted. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photos provided shows an implanted iol. The reported complaint cannot be confirmed from the returned photos. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the lens was torn at the transition from optics to haptics. The procedure was completed on same day. Additional information has been received stating in the surgeon's opinion, the cause of the event was defective shooter. There was no impairment to the patient, no unplanned medical or surgical treatment required due to the event and was not a hospitalized due to the event. The lens was exchanged and replaced with same diopter same model same company replacement lens during same procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.